Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was unknown mg/dl at the time of incident and 525 mg/dl was the current blood glucose level. The customer was assisted with troubleshooting. The customer was treated with insulin shot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege insulin pump was under delivery. The customer was able to perform high pressure test and it passed. The device will not be returned for analysis.